Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2007 alignment and position is good; (B)(6) 2008 alignment is great, knee stable, rom work needed; (B)(6) 2008 extension is full flexion is 132 degrees without instability, incision norma, x-rays are normal; (B)(6) 2008 suture abscess anteriorly causing inflammation; (B)(6) 2009 having problem going upstairs, irritation on right side of joint line, arthritis, tendonitis, knee pain; (B)(6) 2009 continued knee pain, x-rays are normal, pain parapatellar and was previously superolateral now superomedial, irritation noted. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs -------------------------------------------------------- 00595404702 tibial tray fixed bearing size 6 lot# 60747589 MDR: 0001822565-2021-01684. 00595201602 femoral component porous size f right lot# 60657440 MDR: 0001822565-2021-01685.

Event description:
It was reported the patient underwent a right knee procedure. Subsequently, 14 years post procedure the patient has experienced pain since the surgery. Patient would like to know if the implants have been recalled.